Event description:
On (B)(6) 2020, neotract was informed of a prostatic urethral lift (pul) procedure on (B)(6) 2020 during which the physician reported that one device failed to form an implant and caused damage to the cystoscope. On 14 august 2020, investigation of the device revealed that 34mm of the needle tip was fractured from the device. The needle was returned with the device, and no part of the needle was unaccounted for. The physician reported that the patient was not harmed and the procedure was completed successfully.